Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for crej2 creatinine jaffé gen.2 (crej) on a cobas c 111 (c111). The sample initially resulted as 0.4 mg/dl and was repeated, resulting as 0.4 mg/dl. The 0.4 mg/dl value was reported outside of the laboratory to the patient. The sample was sent to another laboratory for testing and it resulted with a value of 1.8 mg/dl. On (B)(6) 2018, a second sample was collected from the patient and tested on the c111, resulting as 1.7 mg/dl. This sample was sent to the other laboratory and repeated, resulting as 1.79 mg/dl. No adverse events were alleged to have occurred with the patient. The crej reagent lot number was 26739801, with an expiration date of (B)(6) 2019. Quality controls were not tested on the date of the event. Precision studies were performed and precision for glucose was not ok. The field service engineer checked the water tank and found it to be dirty. The tank was cleaned and filled with new deionized water. The water system was purged. Upon check of the deproteinizing tubing, a leak was found. The tubing was adjusted. Daily maintenance was performed. Calibrations and controls were run and the results from these were satisfactory. Precision studies were performed and these were within specifications (glucose precision was ok). Calibrations and controls performed after the event were ok.